Event description:
It was reported that the customer visited the emergency room with blood glucose of 400 mg/dl, when she was using eye drops with cortizone. The date of hospitalization was not disclosed. It was stated that the customer was experiencing recent fluctuations in blood glucose due to stress and injuries. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.